Event description:
It was reported that the ipg was no longer working as intended as patient had a difficult time hearing a beep from charging system. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was not released by the facility.